Manufacturer narrative:
The t:slim pump user guide states that the auto-off feature can be set up to 24 hours or off. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer received auto-off alarms due to no interaction with the pump for extended periods of time. Reportedly, the customer's blood glucose levels were impacted. During troubleshooting with tandem technical support, the customer understood that the auto-off safety feature could be extended or turned off.